Manufacturer narrative:
Following completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected. Visual examination of the device header and case, revealed no anomalies. Prior to detailed testing, x-rays of the device were taken to non-destructively identify any potential internal issues. Based on the x-ray imaging, no irregularities were observed within the device header nor the device's internal components. The device case was then opened to facilitate inspection of the internal components. The measured battery voltage was found to be 0.402 v. The battery was removed for testing, at which time a higher than normal current drain was observed. The high current condition was isolated to the device's flexible integrated circuit board. Additional testing identified a broken connector wire within the electronic module responsible for controlling shock energy delivery and high voltage isolation in the device. This broken connector wire created a path for high voltage energy to leak back into the integrated circuit during defibrillation threshold testing. The high voltage energy caused electrical overstress damage, resulting in the subsequent inability to establish telemetry with the ICD, which is what had been observed clinically.

Event description:
Boston scientific received information that following an uneventful implant with confirmed setscrew connections and satisfactory diagnostic values to include, successful defibrillation testing at 41 joules, difficulty was exhibited when attempting to reprogramming the device to a monitor only setting, so as to perform wound closure. The physician was unable to establish a telemetry connection and ultimately the product was removed from the patient. Another device was successfully implanted and the procedure completed in the absence of additional complications. No adverse patient effects were reported and the explanted device was returned for a post market assessment. Upon return during initial laboratory assessment, engineers confirmed the telemetry anomaly. Additional testing remains ongoing.